Manufacturer narrative:
(B)(4). Per DHR the product visistat 35r 6/box, lot # 73h1600475 was manufactured on 08/22/2016 a total of (B)(4) pieces. Lot was released on 08/26/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample was received with 3 staples stuck in the distal end of the device. The sample appears used as there is biological material present on the device. No other defects or anomalies were observed. The stapler was received with 29 staples left in the cartridge indicating that at least 6 staples were fired by the end user. Reference files (B)(4) for investigation photos. The three staples that were stuck in the device were manually removed. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and other remarks: release. This was repeated with the same result. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples fired were able to engage and close into the foam. The remaining staples were fired from the stapler with no difficulty. It could not be determined what caused the staples to get stuck in the device. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it could not be determined how the staples got stuck in the device. Once the stuck staples were removed, the remaining staples were all able to fire with no issues. The reported complaint of "staples jamming" was confirmed based upon the sample received. The sample was returned with 3 staples stuck in the device. Once the staples were manually removed, the remaining staples were able to properly form and release. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. It could not be determined what caused the staples to get stuck in the device. However, there were no functional issues found with the returned stapler after the staples were manually removed. The potential cause of this complaint issue could not be determined.

Event description:
The stapler was jammed inside. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The stapler was jammed inside. There was no patient injury.